Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a dent at the distal tip. There were no reports of patient harm.

Event description:
It was reported that the camera head had a dent at the distal tip. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction in previous emdr. Corrected field: d2a. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage, scratches on distal edge, minor stains under light guide (lg) cover glass, cracks on side of video connector, and no image were found. No other issues were identified. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a dent at the distal tip. There were no reports of patient harm.